Event description:
It was reported that the patient underwent surgical intervention with an ams spectra concealable penile prosthesis (spp) due to unspecified reasons. The spp was replaced with tactra. No patient complications were reported in relation to this event.

Manufacturer narrative:
Detailed product information was not provided to bsc. We completed a good faith effort to obtain the information. Because the product is unknown at this time, we are unable to provide the complete unique identifier #UDI (and other product specific information. If additional details become available, a supplemental report will be submitted. B5: event description correction.

Event description:
It was reported that the patient underwent an ams spectra concealable penile prosthesis (spp) due to unspecified reasons. The spp was replaced with tactra. No patient complications were reported in relation to this event.

Manufacturer narrative:
Detailed product information was not provided to bsc. We completed a good faith effort to obtain the information. Because the product is unknown at this time, we are unable to provide the complete unique identifier #UDI (and other product specific information. If additional details become available, a supplemental report will be submitted.